Event description:
The patient had potentially defective mad nasal aspirators included with rx -- had to use 2 included aspirators to attempt draw out of one vial and it appears to not have been successful. The altered vial was replaced with new 2ml midazolam 5mg/ml vial and new aspirators provided to family member who came in to swap out. Manufacturer response for mad nasal intranasal mucosal atomization device with 3ml syringe and vial adapter, mad 140 (per site reporter). Called the manufacturer to report malfunction, aspirator was replaced.

Event description:
The patient had potentially defective mad nasal aspirators included with rx -- had to use 2 included aspirators to attempt draw out of one vial and it appears to not have been successful. The altered vial was replaced with new 2ml midazolam 5mg/ml vial and new aspirators provided to family member who came in to swap out. Manufacturer response for mad nasal intranasal mucosal atomization device with 3ml syringe and vial adapter, mad 140 (per site reporter) called the manufacturer to report malfunction, aspirator was replaced.